Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on seven devices, the needle was not properly attached to the thread. To resolve the issue, another box of the same lot was used. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: cl915-12 - cl915-12 polysorb* 1 vio 90cm gs24 x12, lot# a3l1977y cl915-12 - cl915-12 polysorb* 1 vio 90cm gs24 x12, lot# a3l1977y cl915-12 - cl915-12 polysorb* 1 vio 90cm gs24 x12, lot# a3l1977y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, on four devices, the needle was not properly attached to the thread. To resolve the issue, another box of the same lot was used. There was no patient injury.